Event description:
It was reported that the sponge of a minicap was outside of the cap. This was found prior to use of the device. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon visual inspection of the device, it was noted that the sponge was partially separated from the minicap with the foam located outside of the opening of the minicap. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.